Manufacturer narrative:
The reported event could be confirmed based on assessment of available CT scans by medical expert. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon assessment of available CT scans hcp opened that the CT scan shows some tibial radiolucence and thus the clinical statements made by the hcp can be confirmed. There seems to be no obvious loosening or subsidence visible for the talus. The underlying cause for the failure seems unclear. There seems to be some contact with the medial malleolus, however. Wrong positioning or selection of size could potentially be the underlying cause, here. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statement about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibial component loosening. There is also a lot of new bone formation at the posterior tibia. The patient reported that if the patient takes it easy the ankle feels ok and does not swell. But as soon as the patient goes fishing on their boat or go on bush walks the ankle gets sore and swells up. A CT spect showed high signal around the tibial component and less so the talar component. There is no evidence of infection.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to tibial component loosening. There is also a lot of new bone formation at the posterior tibia. The patient reported that if the patient takes it easy the ankle feels ok and does not swell. But as soon as the patient goes fishing on their boat or go on bush walks the ankle gets sore and swells up. A CT spect showed high signal around the tibial component and less so the talar component. There is no evidence of infection.